Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 13 apr 2018: ppf, pfs and medical records and received. Plaintiff fact sheet and plaintiff profile form alleges pain, injury, difficulty in walking, metallosis and elevated metal ions. After the review of medical records, there is no new information that will change the MDR reportability. Metal ion levels were below 7 ppb. Doi: (B)(6) 2004; dor: (B)(6) 2013; left hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, soreness, difficulty ambulating and high metal ion levels in his blood. Update: (B)(6) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain and adverse reaction to metal debris. Records are available for further review. Complaint was updated on: (B)(6) 2014. Update (B)(6) 2017: legal medical records received. After review of the medical records for MDR reportability and in addition to what was previously reported, revision notes reported normal-appearing minimal amount of fluid, some stained tissue areas, corrosion on the taper, dark-stained fluid in the femoral ball side, and little bit of fatty necrosis. It was also reported that the metal ions are below 7ppb. Stem has been added for the reported corrosion. This complaint was updated on: (B)(6) 2017.